Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a power cord which was not properly connected to the distribution board. The technician fitted the plug into the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. How the cable became disconnected could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message after unpacking. There was no patient involvement.